Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
It was reported to boston scientific corporation that the solyx sis system had been implanted during a tension-free vaginal tape (tvt) procedure. Prior to this implantation, the patient reported feeling as though she could not completely void her bladder and she required significant effort with her abdominal muscles to do so. The physician stated that this problem seemed to become worse after the solyx was placed. The patient was self-catheterizing both prior to and following the procedure. During a visit to the physician on (B)(6) 2010 the patient presented with a urinary tract infection (uti) and was suffering from retention. The uti was treated and bethanechol was prescribed to treat the retention. The patient was examined and no blockage was found. On (B)(6) 2010 the patient had returned to work as she was doing well. Stress incontinence was noted occasionally during stretching, but no leakage was noted during coughing or laughing. In (B)(6) 2011 the patient presented with another uti. During her last visit to the physician on (B)(6) 2011, the patient presented with a 3rd uti and was still performing intermittent catheterization three times per day. The physician is unsure of what relation, if any, there is between the solyx device and the patient's symptoms and complications. The patient's current condition is unknown. No additional information is available.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.